Event description:
During a review of programming history available in house, a programming anomaly was identified. During the patient's appointment on (B)(6) 2005, a faulted diagnostic test occurred resulting in a change to the patient's settings. The patient was re-interrogated and re-programmed during that visit; however the patient's signal frequency and magnet mode on time were never corrected. It is unclear if the patient was intentionally left at those settings.

Manufacturer narrative:
Analysis of programming history.